Event description:
Boston scientific received information that upon device interrogation, an alert was observed, indicating that the lead safety switch feature was activated on the right ventricular (rv) lead. Testing of the device system in unipolar configuration displayed results within acceptable limits, however, pacing threshold measurements were significantly higher. Additionally, over 700 non-sustained episodes with noise on the rv channel were observed. The noise was not reproducible. Pacing impedance measurements in unipolar were 411 ohms and 660 ohms. The patient was pacing zero percent (0%) in the rv. Technical services was consulted and discussed recommendations. The physician elected to keep the programming in the unipolar configuration for pacing and bipolar configuration for sensing. The patient was to be seen in one month to determine further treatement. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.